Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Related manufacturer reference number: 2017865-2019-02251. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Additionally, upon review the right ventricular lead exhibited increased high voltage lead impedance. Programming changes were performed. The patient was stable throughout. Further information was requested, but not yet available.